Event description:
The evis exera iii gastrointestinal videoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, the nozzle was found to be clogged with foreign material. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign material resembling black rubber found clogging the nozzle. The event was due to insufficient reprocessing. Additionally, the air/water cylinder had no color. The suction cylinder had no color. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign materials were not able to be identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.